Event description:
The patient's father reported that on (B)(6) 2014 his son's blood glucose reached above 500 mg/dl so they decided to take him to the emergency room where he was admitted for diabetic ketoacidosis. They placed him on an intravenous therapy of saline and gave him a manual injection of insulin (exact dosage was not provided). The doctor also adjusted some of his user's setting in the pdm and it helped to keep his bg reading between 80s mg/dl to 100mg/dl range. He was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.